Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that unit power to handpiece fluctuated intermittently. The event occurred during surgery and there was no harm to the patient. Another device was used to finish the surgery. No adverse events were reported as a result of this malfunction.